Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After predilatation using an unspecified balloon, a 3.00mm x 38mm promus element plus stent was advanced but the physician encountered resistance when delivering the stent. The device was removed from the patient and the stent was found to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the hypotube was kinked at 28.6cm from the strain relief. An examination of the crimped stent found that the proximal edge of the stent was lifted and as a result the struts were misaligned. No issues were noted with the tip section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After predilatation using an unspecified balloon, a 3.00mm x 38mm promus element plus stent was advanced but the physician encountered resistance when delivering the stent. The device was removed from the patient and the stent was found to be lifted. The procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).